Manufacturer narrative:
The tech found grease from the drive screw was on the drive brake which caused the drift. The tech cleaned the head drive brake to repair the bed.

Event description:
Info received indicates the head section is drifting.